Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 19th may 2021 and 20th october 2021 recorded the sudden increase of the pacing impedance from approximately 450 ohms to greater than 3000 ohms in the middle of august 2021. The analysis of the provided iegm episodes revealed artifacts, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 98 months, oversensing on the ventricular channel was reported.